Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized four times in the past month for blood glucose levels as high as 1200 mg/dl. The customer stated that she was in need of additional training. The info was forwarded to the insulin pump trainer. A follow up call was made to the customer, and she was again experiencing high blood glucose levels. However, she was unable to troubleshoot at the time of the call, as she was taking a nap. Nothing further was reported.